Event description:
Kimberly-clark received a report stating there was an incident with the packaging on the microcuff tubes where part of the card insert found its way into the airway of a (B)(6) during intubation. It was noted at subsequent tonsillectomy by the ent surgeon. The card was removed and there was no patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is not complete at this time. No sample returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: device not returned by the customer to kimberly-clark.